Manufacturer narrative:
Date of report: 02may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a failure of the main alarm. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 29may2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse confirmed that the horn cord was loose. The fse reconnected the speaker line to correct the reported issue. No parts were replaced, and therefore no parts are expected to return for failure analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.